Event description:
It was reported that while detailing a car, the user experienced a rapid glucose drop with oncoming low alerts, pulled over, lost consciousness in the vehicle, and was transported by ems to an emergency department; the ilet reportedly remained in use throughout, and treatment included oral glucose and food provided by healthcare personnel with a documented lowest glucose of 43 mg/dl. Symptoms included loss of consciousness consistent with hypoglycemia. Outcomes included urgent low alerts, confirmed low glucose, and fast-falling glucose necessitating emergency medical attention. Investigation included troubleshooting and education with review of alert history and user-reported therapy actions. Investigation of this case revealed no device malfunction reported, and the cause of the hypoglycemic event remained unclear while the device continued operation during the episode. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.